Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post filter deployment, patient was scheduled for filter retrieval attempt. A contrast injection run was performed, which demonstrated that the ivc filter was parallel and appropriate to the wall had several second stage legs which were angulated on the left side at 90 degrees to the wall and had punctured or perforated through the wall. An unsuccessful attempt was made to retrieve the filter with snare and could not engage the filter because the tip of the filter at the top stage of it was not against the wall and it was just simply that the second stage itself had become corrupted enough. Because of the angulation of the legs the force that would be used to pull it out would be different than the rest of the filter and aborted the retrieval procedure. Approximately four years later, another unsuccessful retrieval attempt was made using snare, balloon, catheter biopsy forceps. Approximately one year later, another unsuccessful attempt was made using snare, balloon, catheter biopsy forceps. Although they did allow filter encapsulation within the retrieval sheath but were inadequate to completely free the filter from the vessel wall. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. However, the investigation is inconclusive for filter migration and filter detachment. Per medical records, multiple attempts were made to engage the tip of the filter using snare, balloon and catheter biopsy forceps but were unsuccessful due to filter tilt and perforation of the ivc. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: instructions for use: warnings: only use the recovery cone® removal system to remove the g2 filter. Never re-deploy a removed filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter detached, migrated to heart, struts perforated into organs and embedded in caval wall. The device has not been removed after a two attempted but unsuccessful removal procedure. The patient reportedly experienced abdominal pain, however, the current status of the patient is unknown.